Event description:
*A recall for this issue was initiated on (B)(6) 2015. The machine fell and hit (B)(6) arm. Juan says he is fine.

Manufacturer narrative:
Dental office did not provide further details on operator who was struck. (B)(4).